Event description:
The customer stated that she tested her blood glucose and received readings of "lo" and 15 mg/dl. While troubleshooting, she performed a control test using her last strip from that bottle and received a result of "lo". The normal control range was 101-139 mg/dl. No adverse events were alleged. No product is available for eval.